Event description:
Reportedly in stent severe restenosis in entire stented area of two stents, see MDR 6000002-2006-00335. After implant duration of six months. A lower left extremety bypass was performed as a result. This bypass graft was on the right sfa to below the knee in the popliteal artery with a reverse saphenous vein. Pt is stable.